Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. The patient was evaluated in office with isometrics and out of range measurements were obtained. Boston scientific technical services (ts) was consulted and discussed the possibility of a lead fracture. Reprogramming options were discussed and further evaluation was recommended. No adverse patient effects were reported. At this time, this device system remains in service.